Event description:
Event: conversion to a standard open repair and subsequent death. Case details: during the procedure the patient became hypotensive due to unidentified blood loss. There was a type I endoleak at the superior attachment system that was resolved with the placement of a stent. The final angiogram demonstrated no apparent leak. The patient continued to be hypotensive post operatively. The patient was returned to the o.r. And the abdomen was opened. Upon inspection, it was noted that there was a dissection in the distal portion of the aorta. The physician stated that the dissseciton may have occurred during the kissing balloon technique that was performed with two 14x40mm balloons at the inferior aorta, which measured 15mm in diameter. It was concluded that the pt had a patent ima and lumbar arteries that continued to perfuse the torn area of the aorta after final deployment. The graft was explanted. It was reported to a guidant employee that the pt expired in 2002.